Event description:
Device malfunction: difficulty retrieving filter. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, the "shapable tip" recovery catheter (rc1) could not be advance through the stent. A non-abbott catheter was used to recover the embolic protection device. There was no adverse pt sequela reported. One day post procedure, the pt was discharged to home.

Manufacturer narrative:
Study event. Evaluation summary. The device was not returned. The rx accunet instructions for use recommends a variety of techniques that can be used to assist passage of the recovery catheter through the deployed stent such as : rotate the pt's neck from side-to-side, change the position of the guiding catheter or guiding sheath, if using the rx accunet recovery catheter-shapeable tip design, reshape the tip, if the stent struts are impeding the advancement of the recovery catheter, post-dilate the stent, and insert a guide wire ("buddy wire") to straighten the stented area. If these techniques are unsuccessful in advancing through the deployed stent, the alternate recovery catheter should be prepared and used. The accunet 3in1 comes with two recovery systems, a shapeable tip design (rc1), and a low-profile flexible tip design (rc2). The shapeable tip design is torquable and steerable. The low profile design is more flexible and is designed to deflect into place while advancing. It is the discretion of the user, based on his preference and experience, to use the recovery system that is appropriate for the procedure. Based on available information a conclusive root cause could not be determined for the failure to advance the recovery system. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A review of the finished device lot history record did not reveal non-conformities which could have contributed to this event.